Manufacturer narrative:
This report is for an unknown pro-disc l superior endplate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a prodisc l device was removed from a patient on (B)(6) 2015 in order to fuse the level of the disc replacement. This was a scheduled revision surgery as the patient was still symptomatic at the level of the disc as well as at the adjacent level. No issues related to the device were reported by the surgeon. The height and size of the implant is unknown. This report is for an unknown pro-disc l superior endplate. This is report 1 of 3 for (B)(4).